Event description:
The initial reporter stated that implant #10 was too palatal and it perforated the palatal plate. The dr. Had to graft and close the pt. The initial reporter stated that the guide did not have any fit issues. See scanned pages.